Manufacturer narrative:
The insulin pump was received intermittent button response due to corroded keypad traces. The pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 120 mg/dl. The customer stated that the pump got caught in the rain while walking back to his room. The customer stated that he received a button error and none of the buttons were responding. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.